Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis and new york heart association functional class iii underwent an initial implant procedure with a transcatheter aortic valve evfxplus-26. The patient had comorbidities including dyslipidemia and hypertension and was receiving ongoing treatments with oral anticoagulants, beta-blockers, statins, and other medications. Pre implant electrocardiography revealed first degree atrio-ventricular block (avb) and left bundle branch block. Following the valve implant, mild paravalvular leak (pvl) and right bundle branch block (rbbb) were observed and no treatment was reported. Additional information was received that a permanent pacemaker was implanted on the same day as the valve implant procedure.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was discharged 3 days following implant of the valve.